Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a percutaneous peripheral interventional procedure using an 8f sheath. Reportedly, the foot was placed against the vessel wall and the plunger was pushed; however, the suture didn¿t deploy. A second prostyle device was deployed but when the device was withdrawn and the suture rail end was taut, the sound of a suture break at the o-ring was noted and during knot advancement, the suture break was confirmed. A third prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device referenced are filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 1142 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the plunger of the first proglide device was removed and the suture was taut. When the suture was cut, it came off from the anatomy.